Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having kidney disease/toxicity from a trilogy 100 device. There was no medical intervention required by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having kidney disease/toxicity from a trilogy 100 device. There was no medical intervention required by the patient. No additional information can be requested at this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with no power cord, no outlet filter and a passive outlet port. The ventilator was let run for 145 minutes, and no foreign particles were observed in the outlet filter. The ventilator was bench tested which showed the clock setting, the internal battery build date, and two pos flow verify steps failed testing specs. The vent was taken apart. The interior of the ventilator, blower motor and the air flow path were contaminated with pieces of insects.